Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead will not be returned.